Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2020, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, explanted: (B)(4) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 10-oct-2005, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving morphine with concentration 15 mg/ml at dose rate of 0.8mg/day via an implanted infusion pump for non-malignant pain. It was reported on (B)(6) 2020 that the patient went for a refill a week prior to replacement, and afterward they started not feeling well. The date of the event was (B)(6) 2020. The patient went to the emergency room (ER) and it was determined they were going through withdrawal. The only troubleshooting performed per the physician was palpating an x-ray. Regarding the with patient going through withdrawal, it was noted that there were no interventions the company representative was aware of. The pump and complete catheter were however replaced on (B)(6) 2020; reason for replacement was unspecified. The pump and catheter were discarded by the hcp. The issue was considered resolved. The patient was without injury regarding their status as of (B)(6) 2020. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. Additional information was received from a healthcare provider via a company representative on 2020-feb-10. It was noted that there was no determination as to what caused the withdrawal symptoms. The company representative had spoken with the physician who said the had performed the pump refill for the patient just a few days before the emergency room visit. The physician had indicated that nothing seemed out of the ordinary. The physician had checked programming and drug concentration, and nothing had changed. The physician however couldn¿t aspirate from the catheter, but it was noted that this had always been the case since he had been refilling the patient¿s pump. The onset / date of the inability to aspirate from the catheter was not specified (day, month, and year unknown). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. Regarding the reason for the pump having been replaced, it was noted that the physician indicated that they were changing the catheter and the pump to make sure the problem the patient was having was corrected.